Manufacturer narrative:
A ge service rep conducted an onsite investigation. The ma null was calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an error message. This event occurred during a procedure. No pt injury was reported.